Event description:
It was reported that the patient experienced lightheadedness. The right ventricular lead exhibited noise reversion episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.